Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the v-tach v-fib alarm did not occur. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A remote clinical specialist reviewed the clinical audit trail and did not find any red alarm; however, many non-sustained vt alarms and other yellow alarms were identified, which were acknowledged accordingly. The remote clinical specialist was able to see in the alarm review some vtach events that may have needed to generate a red alarm and only a yellow alarm was generated. A field service engineer (fse) was scheduled to go onsite to further investigate the alleged issue; however, the customer followed up and requested that the fse cancel the work order as they had resolved the issue on their own. No other information was provided regarding confirmation of the issue or how it was resolved. Based on the information available and the testing conducted, the cause of the reported problem was not able to be established as the customer resolved the issue on their own. The reported problem was not confirmed the engineer provided their preliminary findings; however, the investigation could not be completed due to insufficient information because the customer declined service. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.